Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: g7 acetabular shell / pn (B)(4) / ln (B)(4). The device has not been returned for analysis; however, an investigation has been initiated. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
During a procedure, it was reported that there was difficulty seating the acetabular liner in the acetabular shell. The liner eventually seated successfully and the procedure was completed without patient injury or a significant delay. Attempts have been made and additional information on the reported event is unavailable at this time.